Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. Several needles detached from suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: the needle detached during the closure of the utereus and rectus sheath. The incident happened more than 6 times around the (B)(6) 2025. At least 2 consultants/residents experienced this issue dr (B)(6) & dr (B)(6). Please provide an answer for each patient-event: (B)(4) procedure 1 (B)(4) procedure 2 have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not previously reported did this event contribute to any patient adverse event? If yes, please explain. No the following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, h3 investigation summary the product was returned to ethicon for evaluation. Three (3) sealed boxes and one (1) open box with thirty-six (36) representative unopened samples each, three (3) open boxes with thirty-five (35) representative unopened samples each, one (1) open box with thirty-three (33) representative unopened samples and one (1) open box with thirty representative unopened samples a total of three hundred and twelve (312) samples were received for analysis. Product code vcp9373h. Upon initial inspection of the samples, no external damages were evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on fifty (50) samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.